Event description:
It was reported that patient complications occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours). At the time of the procedure, the patient received heparin or other antithrombotic medication and a loading dose of 325 mg of aspirin and 300 mg of clopidogrel. The target lesion located in the side branch in the 1st obtuse marginal segment with 10 mm lesion length and a reference vessel diameter of 2.5 mm was pretreated with one device using the largest balloon diameter of 2.5 mm x 15 mm length of non-compliant balloon angioplasty catheter and further treated with 2.0 mm x 20 mm agent dcb successfully with 20% residual stenosis with timi flow of 3. Post procedure, elevated cardiac enzymes were detected, and the patient was diagnosed with myocardial infarction. The patient was discharged from the hospital on aspirin and clopidogrel which were continued. No further details regarding event received.